Event description:
It was reported that the patient experienced bleeding at the incision site after an ipg upgrade procedure. The patient was returned to the operating room and the bleeding was stopped. The bleeding issue was resolved and the ipg remains implanted.

Manufacturer narrative:
Correction to field b5: describe event or problem: it was reported that the patient experienced bleeding at the incision site after an ipg upgrade procedure. The patient was returned to the operating room and the bleeding was stopped. The bleeding issue was resolved and the ipg remains implanted.

Event description:
It was reported that the patient experienced bleeding at the incision site after a revision procedure. The patient was returned to the operating room and the bleeding was stopped. The bleeding issue was resolved and the ipg remains implanted.

Event description:
It was reported that the patient experienced bleeding at the incision site after a revision procedure. The patient was returned to the operating room and the bleeding was stopped.